Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A downstream and upstream inspection was performed and the reported problem could not be duplicated. The reported condition was not verified. A review of the event history log identified multiple "downstream occlusion!" And "upstream occlusion!" Alarms, however the log cannot be used to distinguish true and false alarms. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed with a spectrum iq pump, a downstream occlusion alarm was generated. It was clarified an upstream occlusion alarm was generated during patient infusion of levophed. The levophed bag was changed. Two hours later, a dose increase was made to 30 micrograms/min. The pump ¿suddenly for no reason, sounds occlusion upstream and stops¿. It was reported the pump ¿quickly restarted¿. It was reported the patient was hypertensive; however, it was not reported if the elevated blood pressure was due to stopped treatment or due to the patient's pre-existing condition. The levophed was decreased to 10 microgram/minute, ¿in less than 5 minutes¿. It was reported the bag was ¿almost full¿ even though the pump displayed 80mls were given. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.